Event description:
This was the patient safety report: s (situation) - patient total parenteral nutrition (tpn) filter supply was leaking.b (background) - unknown cause.a (assessment) - patient reported leaking of tpn on sheet/arm. Patient stated, "it's leaking from the IV filter itself". Upon assessment, rn checked all connections; no leaking noted. The rn confirmed pt suspicion that leaking is occurring from IV filter supply on white side and changed all IV tubing, including filter, for tpn.r (recommendation) - continue to monitor reports for IV tpn filters leaking and change product if necessary.this was the medsun report info: patient arm and bed sheet were wet. The patient noted IV tubing for tpn was leaking. Rn assessed all tubing - intact and all connects are secured - while tpn infusing - rn observed filter leaking on white side through air clear flat side. Rn changed all tubing and filter and this resolved the issue.